Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 12 conforming clips. In addition the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: when you say clip did not properly ligate target tissue, was the clip malformed? Or was the clip unformed? Or did the clip fall off after it was applied to target tissue? No information. Also, was the user able to remove the device (as you said the jaws of the device did not open)? No information. How was the device removed from tissue? No information. No further information will be provided.

Event description:
It was reported that during an unknown surgery, the deployed clip did not properly ligate the target tissue, and the jaws did not open. Another device was used to complete the case. There were no adverse consequences to the patient.